Event description:
Customer reported that mobile app was frozen while delivering a bolus. There was no reported adverse impact. Customer successfully re-launched app and decided to reset her phone, requiring no further assistance.